Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer does not start up, and when it does, it sometimes freezes. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm original complaint. Programmer started up normally and did not freeze. No anomalies found or observed. Software updated to newest version. Programmer works normally without any problems. Passed electrical safety test. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.